Manufacturer narrative:
Submit date: 11/2/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on 10/4/2016 that a customer had an issue with a safety needle. The customer states we received the complaint from the market described: nurse inserted the syringe in patient's skin, but the medicine did not get in the needle, overflowed on patient's skin. Field sample inspection revealed that black grey needle hub was cracked causing leakage. Medication used: invega sustenna 1x100 mg syr. (B)(4) 410193-flb1f00 during injection of the medication into the patient. No information regarding medical intervention.

Manufacturer narrative:
The device history record (DHR) for the reported lot indicates that there were no non-conformance reports issued for this lot. There were no samples submitted with this complaint. There was 1 sample submitted with this complaint. The sample was returned without its primary or secondary packaging, so the actual lot number for the sample could not be verified. A visual inspection of the sample identified a crack in the hub of the luer connection. The reported condition is confirmed. The exact root cause could not be determined based on available information. A 6m root cause analysis determined the most likely root cause to be due to over-torquing of the needle during the assembly process. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for hub leaks and damage. The lot met all defined acceptance criteria and was released. Based on the information available, a corrective and preventive action (CAPA) is not necessary at this time. The investigation did not identify a systemic issue with the product or process. This complaint will be recorded for trending purposes and used to assess the need for corrective actions.